Manufacturer narrative:
Batch review performed on (B)(6) 2019. Lot 136185: 100 items manufactured and released on 17-feb-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation: revision surgery performed 5 years and 4 months after cementless total hip arthroplasty. No information concerning patient age, general health status and comorbidities is available. Radiographic image provided show the presence of radiolucent lines in gruen zones 1 and 7 and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless tha and causes are often unknown. The reason of this event cannot be determined.

Event description:
The patient came in complaining of pain caused by a loose stem. The surgeon revised the stem and the head 5 years 3 months and a half after primary. The surgery was completed successfully.